Event description:
It was reported, that the patient presented for a routine generator replacement. For elective replacement indicator (eri). Prior to the procedure, upon interrogation, it was noted, that the right ventricle (rv) lead exhibited an elevated pacing threshold. And a decreased in sensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.